Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the incoming test failure is the open resistor. The root cause of the open resistor is likely a result of the resuscitation attempts by the hospital staff. The damage is consistent with similar events. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. The patient was alone in the hospital room, not being monitored by hospital telemetry, when the event began. The patient's nurse found the patient when the lifevest began to alarm and the patient was treated. The patient was brought to the ICU and "resucitation" attempts were made. Per the patient's physician, the patient experienced vf, resuscitation was performed and the patient entered asystole. Review of the download data indicates that the patient entered bradycardia at 10bpm degrading to asystole. CPR artifact was evident on the patient's ECG. The lifevest delivered 5 shocks during asystole. There was no evidence of vf in the ECG recording. The lifevest was shutdown at 19:01:12. Asystole is considered a non-life sustaining rhythm.